Event description:
The customer observed negatively biased ckmb qc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the calibrator responses and calibration parameters are atypical compared to expected results. It was determined that the customer routinely stores cartridges on the analyzer for a period of time before re-wrapping and placing in the freezer. The customer was instructed to recalibrate using a fresh cartridge handled per ocd recommended protocol. The customer is awaiting a new shipment of slides before recalibrating. The root cause of the event is user error. The customer is not following ocd recommended protocol for cartridge handling.